Event description:
A customer reported to baxter (B)(4), a syringe adaptor set in which it was unable to prime. The alleged defect occurred during priming. There was no patient involved. Therefore, there are no reports of patient injury, adverse events, or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection did not reveal any defects. A gravity and underwater test were performed at 0.56 bar for blockage. No issues were observed. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.